Event description:
The customer reported the audible x-ray indicator is not stopping. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray controller board. System operates as intended. (B) (4).